Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported the unspecified bd vacutainer blood collection tube experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "it was reported that the red top tubes of serum separator tubes not separating the blood out completely. I am not the only one having issues with your tubes as on an equine group fb page , there is now a discussion of this problem".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the unspecified bd vacutainer blood collection tube experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "it was reported that the red top tubes of serum separator tubes not separating the blood out completely. I am not the only one having issues with your tubes as on an equine group fb page , there is now a discussion of this problem." .